Event description:
Hole in catheter shaft. Placed in 2008 removed two months later.

Manufacturer narrative:
The complaint, "hole in catheter shaft", was confirmed. The cause of the complaint may have been due to the use of a surgical clamping instrument in the clinical setting. Angiodynamics IFU for silicone catheters states "do not clamp the catheter, clamp only the extension tubes. Do not use serrated forceps, use only the in-line clamps."